Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. Blood was observed on the adhesive pad. Damage was found on the slide retract and the formed needle, indicating improper installation of the formed needle, which was not seated in the slide retract. This issue resulted in the formed needle failing to retract and contributed to the reported bleeding/bruising symptom. The exposed portion of the soft cannula was found to be torn, allowing fluid to leak out of the fluid path. It cannot be determined when this damage occurred. No other damages or manufacturing deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 263 mg/dl while wearing the pod between 4 and 24 hours, while wearing it on the arm. For treatment, the patient changed out the pod for a new pod.